Event description:
It was reported, there were impedances less than 250 ohms. Monopolar impedances were within range but bipolar impedance read 35 ohms and the patient was not receiving therapy. The patient¿s tremor was much worse on their left side of their body. The same day it was reported they were planning to program around the short but they had not done so yet. It was reported, the patient had intermittent tremor and they did not know what caused the tremor. Patient also had a tingling sensation on left side of their body but denied any numbness. No falls or traumas noted. When stimulation is turned off the tingling sensation resolved. When stimulation was turned on it ¿took a while but the tingling sensation returned.¿ it was reported, the patient was reprogrammed and the intermittent tremor and tingling resolved. After reprogramming the patient felt better. Reference manufacturer report # 3004209178-2013-15828

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v571557, implanted: 2011 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v576414, implanted: 2011 (B)(6); product type lead product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator (B)(4).